Manufacturer narrative:
The UDI for the gore® tag® thoracic endoprosthesis is not available since the device lot number is unavailable. A review of the manufacturing records for the device was not possible since the device size and lot number were unavailable. As an exact event date was not provided, the event date will be noted as the date the article was published: (B)(6) 2018. Age or date of birth: the mean age was 59 plus or minus 12 years, (B)(6) will be used. Weight: weight: (B)(6) plus or minus (B)(6), (B)(6) will be used. (B)(6). According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include, but are not limited to reoperation.

Event description:
An article in the annals of thoracic surgery 2018, volume 106, pages 1136-1142 by the society of thoracic surgeons (¿outcomes of planned two-stage hybrid aortic repair with dacron-replaced proximal landing zone¿). The division of cardiovascular and thoracic surgery, department of surgery and division of vascular surgery, department of surgery, duke university medical center, durham, north carolina. The study reviewed ¿early and late outcomes of planned two-stage hybrid arch repair (har). First-stage proximal aortic replacement, followed by second-stage thoracic endovascular aortic repair¿. Data was abstracted from the prospectively maintained duke thoracic aortic surgery database, dates of implant occurred january 2006 through august 2017. The article stated ¿one patient which was implanted with gore® tag® thoracic endoprosthesis, required reintervention for a pseudoaneurysm due to proximal endograft erosion with the earlier generation of gore® tag® thoracic endoprosthesis, through the dacron arch graft four years after initial aortic replacement. A type iii interjunctional endoleak developed in this same patient the following year that required endovascular reintervention.¿